Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information of the device history. The section narrative text (h10) has been updated. A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the event.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device remains implanted in the patient. In this case, the cause of the aortic stenosis is unknown; however, may be due to the patient¿s factors and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 4 years and 11 months post implantation of a 26mm sapien xt valve, the patient presented with a stenotic valve and a 23mm sapien 3 ultra valve was implanted. The valve-in-valve procedure was performed successfully and the 23mm sapien 3 ultra valve was deployed with no significant paravalvular leak. The patient was stable and transferred for post management care. Upon review of medical records, the patient presented with shortness of breath and dyspnea on exertion. A follow up echo did demonstrate evidence of severe prosthetic aortic valve stenosis. An echo revealed ef of 60%, peak pressure gradient 67mmhg, and mean pressure gradient of 41mmhg. Approximately 4 months prior to valve-in-valve procedure, the patient was started on anticoagulation and a repeat echo revealed no improvement.